Event description:
It was reported to the manufacturer, by the end user, per the end user, that per customer, resident was being transferred from wheelchair to bed when the cradle of the lift became unstable, the bolt fell out that connects it to the boom, and the cradle fell off the lift. The resident fell and hit her head on her air mattress control unit. She had a laceration to her head and was sent to the emergency room. There she had x-rays and had fractured her t1 vertebrae. 2 people were present at the time of the transfer. Complaint (B)(4) was entered into our system to have the lift returned for investigation. As of this writing, the lift has not been returned.